Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: customer photos were provided in the cp file and were evaluated. The photos display the suspect lens inside the patient's eye, and a crack-like mark can be observed on the lens. Visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned and presented with damaged on the optic body and a haptic was bent. Conclusion: the complaint issue cosmetic issues was identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was defect and mark on lens when it was implanted into patient's eye. There was insertion of lens into the patient's eye and it was then removed when the surgeon noticed the scratches. Replacement lens was used. There was no delay in treatment or other interventions performed. No further information was provided.